Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-21111. It was reported that the patient experienced ineffective stimulation due to lead migration. In turn, surgical intervention was undertaken on an unknown date wherein the entire system was explanted. No additional information available.